Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 590 mg/dl. The customer stated that in the morning they were 130 mg/dl, ate lunch and since then her blood glucose started to rise. The programming, bolus history, and basal rates were correct. Ran a fixed prime test and the insulin exited. Advised customer to call back to perform the high-pressure test upon receiving the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.